Manufacturer narrative:
The reference c16158 has been allocated to this case. The t-flex aspheric 623t iol was implanted on (B)(6) 2015 and on (B)(6) 2016 the patient underwent implantation of a supplementary sulcoflex multifocal 653f iol. Opacification was observed for the first time on (B)(6) 2016. The patient's visual acuity is reported to have decreased from 20/20 to 20/25 following the development of opacification. The t-flex aspheric 623t iol and the sulcoflex multifocal 653f iol were explanted on (B)(6) 2016. The lenses were retained and returned to rayner. The t-flex aspheric 623t and sulcoflex multifocal 653f iols have been sent to a third party independent laboratory for analysis. The results will be provided in a follow-up/final report. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (july 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states "after one year and half of the surgery, the patient claimed about low visual acuity/haze in left eye...by biomicroscopy, it was observed the opacification "between the iol", then explantation was performed".

Manufacturer narrative:
The reference c16158 has been allocated to this case. The t-flex aspheric 623t iol was implanted on (B)(6) 2015 and on (B)(6) 2016 the patient underwent implantation of a supplementary sulcoflex multifocal 653f iol. Opacification was observed for the first time on (B)(6) 2016. The patient's visual acuity is reported to have decreased from 20/20 to 20/25 following the development of opacification. Our review of production records for the t-flex aspheric 623t iol batch 073e50198 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (july 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 073e50198. The t-flex aspheric 623t iol and the sulcoflex multifocal 653f iol were explanted on 13th september 2016. The lenses were retained and returned to rayner. The t-flex aspheric 623t and sulcoflex multifocal 653f iols were sent to a third party independent laboratory for analysis. The device analysis concludes "sem and edx spectroscopy revealed two layers of crystalline deposits below one surface of the t-flex 623t. The crydtals were composed of a calcium phosphate. The second lens, the sulcoflex, was not opacified. No information was received about lens manufacturing history. About the patient's medical histroy, we only know about diabetes but nothing about other surgeries. There is insufficient detail in this case to say how this iol opacification appeared". The following have been identified as possible causes of opacification in published literature: off label use of intracameral alteplase (actilyse) (rtpa) 1, multifactorial 6, repeated exposure to intracameral air 4, raised intraocular pressure 4, complicated, traumatised eyes 2, as a result of direct contact betwen the iol surface and the exogenous gas or substance, a metabolic change in the anteiror chamber due to the presence of the exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures 3, trauma of repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions 5. References: 1. Mhra alert mda/2010/008. 2. A dhital et al. Calcification in hydrophilic intraocular lenses associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. 3. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: 2014: vol 41, issue 1, p199-207. 4. P. Morgan-warren et al. Opacification of hydrophilic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. 5. De dock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after decemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28 (11):1383-1384. 6. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phacovitrectomy surgery. J refract surg 2010; 36:1427-1431.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states "after one year and half of the surgery, the patient claimed about low visual acuity/haze in left eye...by biomicroscopy, it was observed the opacification "between the iol", then explantation was performed".